Event description:
Report received of an under-delivery of tpn. The customer stated that a home care patient was receiving tpn therapy at an unspecified rate. It was reported that the pump alarmed that the infusion was complete when approximately 1/2 of the bag of tpn was remaining. The customer stated that the nurse was present and switched the pump with a back-up pump what was readily available. The infusion was resumed without further incidence. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.